Event description:
A customer contacted beckman coulter inc. (Bci) after discovering fluid in the reagent compartment of the unicel dxc 600 pro synchron chemistry analyzer and the reagent carousel drip tray was full of fluid. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) directed customer to check the probe tubing and reseat the reagent syringe. Also customer was asked to repeat qc and repeat samples back to last good qc point. The customer performed qc which was acceptable and was to call back if any patient results needed correction. The customer did not call back with any further complaints.